Manufacturer narrative:
The scope was returned to the service center (B)(4) however has not yet been received at the investigation unit. The evaluation is in progress. A review of the service history indicated the scope was purchased on (B)(6) 2011 with five service events in the past three years; two repairs were related to a bending section damage issue. The scope was last repaired on june 19, 2019 (image issue). If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the distal bending section of the scope is severely damaged. It was unknown when the damage occurred. There was no patient injury reported. To date, no additional information has been reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation of the reported "severely damaged bending section". A visual inspection was performed on the scope and found the bending section cover partially removed and the internal bending section section mesh was frayed near the proximal end. The damage to the bending section was located approximately 80mm from the distal end. Additionally, the frayed wires are positioned upward, producing sharp points near the insertion tube side. The scope was received with 90 percent of the bending section cover removed; therefore it is unknown if the bending section wires had protruded through the bending section cover. The bending section cover that was removed from the device was returned and placed into a small plastic bag prior to receiving. No leak test was performed due to the condition of the bending section. Based on the findings, the instrument channel was inspected to verify if there were any internal damages which could have caused the bending section to become frayed and damage. At the entrance of the instrument channel from the distal end side, large kinks, twisting and tear marks within. The damages found inside the channel are located in the same vicinity as the external damage to the bending section. The tear marks inside the channel can occur if an open or broken instrument is inserted inside. The kinks and twisting can occur, if excessive stress from force was used to manipulate the bending section area. It is likely that the force which caused the biopsy channel to become twisted, also, created stress to the bending section causing the wires to become frayed. A review of the service history indicated the scope was purchased on (B)(6) 2018 with one service event via repairs on (B)(6) 2019 that was not related to a bending section damage issue.